Event description:
It was reported that the battery voltage suddenly decreased to eol. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The premature battery depletion was confirmed in the laboratory and was due to low battery voltage. No sources of high current drain were found throughout testing. The battery was sent to t he vendor for further analysis. No anomalies were found. The cause of the premature battery depletion was not determined.